Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found the struts on the distal rows of struts were slightly raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the advancement of the device. A visual and tactile examination found that the hypotube was kinked 156mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20x3.00mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 3.00mmx20mm promus element drug-eluting stent was advanced to treat the target lesion. However, it was noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 20x3.00mm target lesion was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. A 3.00mmx20mm promus element drug-eluting stent was advanced to treat the target lesion. However, it was noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.